Manufacturer narrative:
The customer received a replacement device under warranty. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power twice. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power twice. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer¿s device at the product analysis center (pac) and the pac technician confirmed the reported issue, which was caused by the user not properly accessing the 2-button self-test, causing it to power off. The root cause of the reported issue was determined to be user error. The device was archived by stryker.